Manufacturer narrative:
The device was explanted on (B)(6) 2023 upon receipt, the lead under complaint was found cut approximately 84 cm proximal to the lead tip. The connector pin was not returned for analysis. An extraction aid was found in the lead body. The lead was probably cut during the extraction procedure. The insulation shows a ligature mark 46 cm proximal to the lead tip from the implantation procedure. However, a thorough analysis of the returned lead fragment did not reveal any deviation that might have led to the observed high pacing impedance. The conductor coil did not show any anomalies. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Abnormal left ventricular pacing impedance was noted on home monitoring (> 3000 ohms). The pacing polarity was changed from 3-4 to 1-2. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.